Event description:
(E1) reported that while delivering inhaled nitric oxide (ino) therapy to a neonatal patient using the (d4) device, dose fluctuations were observed. The device was being used in conjunction with a servo-u ventilator. According to the hospital's report, the fluctuations began after the device was exchanged to perform a routine full scale calibration. The affected device was exchanged with a backup unit, after which the dose delivery stabilized and returned to within acceptable limits. A transient drop in the patient's oxygen saturation was observed prior to and during the event. No lasting adverse effects were reported. Ventilator mode and settings: servo-u; pc 48/8, rate 14, ps 12, I-time 0.9.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and underwent a comprehensive functional inspection and performance verification. All testing was conducted in accordance with established service and test procedures. Gas-delivery accuracy, monitoring performance, and all other functional checks were confirmed to be within specification. As part of the investigation, the device log file was reviewed. The log data indicated that the majority of recorded nitric oxide concentration readings were approximately ±5 ppm around a target dose of 20 ppm with outlying fluctuations up to ±10 ppm. No other alarms or abnormal usage recorded that would indicate cause of fluctuations. The servo-u ventilator, in neonatal configuration, operates with a bias flow of 0.5 l/min ±8% which may fall below the stated operating range of the noxboxi device as indicated in the IFU. Under these neonatal ventilation conditions, the likelihood of transient variability in measured nitric oxide concentration is increased potentially impacting dose delivery. A root cause has not yet been established. Should additional relevant information become available following completion of the investigation, a supplemental report will be submitted as required.